Manufacturer narrative:
Damaged/cracked footboard panels/modules.

Event description:
It was reported by service report that the footboard scale module was broken with no sharp edges. No pt involvement or adverse consequences were reported.